Manufacturer narrative:
Continuation of medical devices: product ID 977c165 lot# serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 30-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that for the past 3 days, the device was acting up. The patient reported that it was like a lead wire had shifted or moved position. The patient reported that with stimulation on he felt ¿searing white hot pain¿ on the right side on the top of the pelvic bone in an 8-10 inch area. There were no falls or traumas that could be related to the issue. The patient was redirected to follow up with their healthcare provider (hcp) to check the ins and leads. No further complications were reported.